Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a motor (rewind issue) issue. The reporter alleged that the pump would not stop rewinding. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box history showed no evidence of a rewind issue occurring. The returned battery cap was undamaged and was used to complete all testing. During testing, the pump performed the rewind, load, and prime steps with no rewind issues occurring. The pump case was removed and no intermittent condition was found to the motor circuit. The complaint that the pump would not stop rewinding was not able to be duplicated during investigation. No defects were found.